Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femoral head impactor was worn and misshaped. Patient impact ¿ none ¿ able to finish operation however very worn and requiring replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "complaint ¿ femoral head impactor worn and misshaped. Patient impact ¿ none ¿ able to finish operation however very worn and requiring replacement." The product was not returned to medtech orthopaedics; however, photos were provided for review. "(B)(4) - product complaint - (B)(6) hospital." The photo investigation revealed that '200165000, femoral/humeral head impactor' had stripped. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The photographs attached were reviewed, however the image attached doesn't show the reported condition bent. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the femoral/humeral head impactor would contribute to the complained device issue. Based on the investigation findings, end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.